Manufacturer narrative:
(B)(4). Disengaged closure trigger spring. The analysis results found that one device was returned with no visual non-conformances and without a reload present. After further analysis it was noted that the device clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the closing trigger return spring was disengaged, not allowing the device to properly open when the release button was depressed. However, the device could be opened by applying reverse force to the trigger. Although no conclusion could be reached on what caused the spring to disengage, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure the device could not open when the nurse inspected it. The staff changed to another one to complete the procedure. No patient involved.